Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- feb2014 - other (please describe) - x-ray. Concurrent conditions included premenstrual syndrome. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and thrombosis ("clotting."). The patient was treated with surgery (anticipated/scheduled date: summer 2020). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, back pain and thrombosis outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per ppf) discrepancy noted. Received treatment for bleeding and pain : yes . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Essure confirmation test(s) conducted, specify- (B)(6) 2014 - other (please describe) - x-ray. Concurrent conditions included premenstrual syndrome. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen and naproxen sodium (naprelan). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / clotting"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and weight fluctuation ("weight gain/ loss (specify which one)"). The patient was treated with surgery (anticipated/scheduled date: summer 2020). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, back pain, abdominal pain lower and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per ppf) discrepancy noted. Received treatment for bleeding and pain : yes. It was reported that patient had 3 coils on right and 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirm tubal occlusion.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: pfs received event " lower abdominal pain and weight gain/ loss ( specify which one)" were added. Concomitant drugs and medical history were added. Event clotting was clubbed with menorrhagia. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Essure confirmation test(s) conducted, specify- (B)(6) 2014 - other (please describe) - x-ray. Concurrent conditions included premenstrual syndrome. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), ibuprofen and naproxen sodium (naprelan). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / clotting"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and weight fluctuation ("weight gain/ loss (specify which one)"). The patient was treated with surgery (anticipated/scheduled date: summer 2020). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, back pain, abdominal pain lower and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per ppf) discrepancy noted. Received treatment for bleeding and pain : yes. It was reported that patient had 3 coils on right and 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirm tubal occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and embedded device ('coils may be scarred/embedded into he myometrium') in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Essure confirmation test(s) conducted, specify- (B)(6) 2014 - other (please describe) - x-ray. Previously administered products included for allergy: penicillin. Concurrent conditions included premenstrual syndrome, fibroids and breast mass. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen, leuprorelin acetate (lupron), naproxen sodium (naprelan) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion ("coils may be scarred/embedded into he myometrium"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / clotting"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and weight fluctuation ("weight gain/ loss (specify which one)"). The patient was treated with surgery (anticipated/scheduled date: summer 2020). At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, back pain, abdominal pain lower and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per ppf) discrepancy noted. Received treatment for bleeding and pain : yes. It was reported that patient had 3 coils on right and 4 coils on right. Discussed that hysterectomy may be needed since coils may be scarred/embedded into the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirm tubal occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : yes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical record received. Event added: coils may be scarred/embedded into the myometrium. Reporters information, concomitant drugs, and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- (B)(6) 2014 - other (please describe) - x-ray. Concurrent conditions included premenstrual syndrome. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and thrombosis ("clotting."). The patient was treated with surgery (anticipated/scheduled date: summer 2020). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, back pain and thrombosis outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per ppf) discrepancy noted. Received treatment for bleeding and pain : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) : yes. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs and mr received - case is upgraded to incident. New events added: back pain, abnormal bleeding ( vaginal ), clotting. Lot number, new reporters and concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.